Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Unable to deliver or advance (delivery issue): no issues were found with the returned product. The cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Device returned for investigation. D9 updated. Investigation results are pending. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The physician encountered delivery issue when attempting to provide impella cp support. The physician (md) obtained vascular access using best practices and followed step by step as per IFU's. Pump was backloaded over abiomed 0.18 wire into left ventricular and proper placement was obtained. Md attempted to remove wire and start support; however, they were unable to remove wire. Md stared this had never happened to them before. Md then removed wire and catheter as a unit. Md regained ventricular access with 5 fr pigtail over a v-18 0.18, pigtail removed, and impella catheter was backloaded over v-18. Impella was properly positioned and md attempted once again to remove wire and once again they were unable to remove the guidewire. Wire and catheter were removed as a unit and md asked for a new impella pump. No patient harm was reported due to the issue.

Manufacturer narrative:
D4: the lot, serial and UDI is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.